Event description:
It was reported the nail broke proximally at the point of the lag screw. The distal screw broke. Had to remove the nail. Put a side plate on instead. Pt has opposite leg amputated, and has a non-union of the fracture and this leg was weight bearing, on the gamma nail.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same patient as MDR 9610622-2010-00414.